Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of the impella cp on (B)(6) 2025, that the patient was still oozing from all access sites. Manual pressure and new dressings applied. Patients activated clotting time still high from cath and aggrastat continued. The patient oozing from sheaths and art line attempted access. Manual pressure held on sites and sites redressed. Aggrastat to be held. Received 2 units of blood. The pump was repositioned at bedside. Volume is being given and levo is being weaned. New labs are pending. The device was explanted.

Manufacturer narrative:
The investigation was completed and no product was returned. The cause of major bleed was most likely use issue related since the act was high and out of recommended normal range. The device history review was completed and passed all post sterile inspection checks.